Event description:
It was reported that the patient presented for a routine follow-up and interrogation of the device revealed error 603003 had occurred. The device was reset and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for: (B)(4)- performance data was collected from the device and revealed diagnostics problem. The save to disk file (B)(4), showed a partial reset counter=1, fw reason hex=3002 and a starvation of hall sensor task detected (events not handled for more than 5 seconds), on (B)(6) 2011.